Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the injector was blocked. The surgeon needed to use high pressure to unblock it. The implant was brutally injected into the eye. The surgery was completed with no patient impact.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Only the device was returned loose in a clear biohazard bag. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. Stress lines are observed on the anterior and the posterior of the nozzle tip beyond the wound guard. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. It cannot be confirmed if the lens became stuck during delivery. Only the device was returned. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Stress lines were observed on the device tip. This may suggest the lens was not in an acceptable position for advancement. The plunger was retracted. The plunger position in relation to the lens during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).